Event description:
One hr into case, flow rate was decreased, aorta clamped & then increased again. The rmp's registered but there was no flow to pt. Centrifugal pump was visibly not spinning. After 3-4 attempts to get centrifugal pump to catch, the perfusionist switched over to a roller pump. Pt expired 2 days post surgery due to cva.